Event description:
Additional information received reported the patient was scheduled for a refill on 2015-(B)(6), at which time her concentration would be decreased to 20 mg/ml of dilaudid, and 1000 mcg/ml of baclofen. Another pump study would be scheduled sometime after the concentration decrease, but a date had not been determined at that time. The patient was doing well and without any complaints or symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated the patient was receiving intrathecal baclofen 750 mcg/day (concentration unknown) and dilaudid 15 mg/day (concentration unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome, and rsd/causalgia-complex regional pain syndrome. Last fall ((B)(6) 2014) the patient started having sudden withdrawal. She went in for a refill and they were expecting less than 5 mls and go back 13 mls. In (B)(6) 2014 they attempted a dye study but the patient was told that her drug in the pump was too concentrated so they could not push dye in. This was considered a failed dye study. They had the drug concentration lowered. When they tried again in (B)(6) 2015 she had burning, stinging, and stabbing when they injected the dye and because the doctor thought the catheter was not in the intrathecal space anymore. They did x-rays but they could not see the dye because they did not get enough in. After these events occurred she slowly had the dose of the pump lowered and now the pump was end of service (eos). The change in therapy/symptoms was sudden. It was also reported the patient lost 30 pounds. She is a diabetic so she started taking an oral medication that made her sick. It caused her gi issues and diarrhea. This could be partly due to the withdrawals and partly due to the oral medication she was taking for her diabetes. The patient was unsure. Saline was placed in the patient's pump in (B)(6) 2015 and the situation was resolved. Additionally, in (B)(6) 2014 the patient had a sore over the pump and had a blood blister that resolved over time using bandages, gauze, and paper towel. Now she had some pain at the pump site when bending over and it felt like something was poking me in the spine. This was not all the time, but could be because she thought her catheter had moved. This was why the patient would like the pump removed versus leaving it in because of this sporadic pain and history at the pump site. This was a gradual change in therapy/symptoms. The patient planned to have the current pump removed because she did not want to continue to have it in her body since it was eos (normal longevity) and because she had the sporadic pain with bending over.

Event description:
It was reported a volume discrepancy occurred and the expected residual volume (erv) was 5.3 milliliters (mls) and the actual residual volume (arv) was 13ml. The physician was unable to aspirate the patient¿s catheter and he wanted to decrease the drug concentration and repeat the dye study in the future. In the event he was unable to aspirate the catheter, he would attempt to push dye at the lower contraction. The patient experienced increased pain and poor pain control. The patient¿s status at the time of this report was ¿alive-no injury.¿ the patient also had a rotor study that was normal. It was determined the catheter was occluded/obstructed; however surgical intervention did not occur, ¿not yet.¿ the location of the catheter issue was unknown. The patient had not recovered and the symptoms/issue were ongoing. The patient was to have a repeat x-ray study soon. The pump was being used to deliver dilaudid and baclofen. The location of the catheter issue, when the surgical intervention was to occur, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10966r30, implanted: (B)(6) 2001, product type: catheter. (B)(4).